Event description:
It is reported that a 17mm poly was needed. During the screw implantation process it was noted that the screw would not "catch". It was observed on x-ray that the plug had disengaged during the implant process. The surgeon decided to continue with the procedure and use the poly with no screw.

Manufacturer narrative:
Evaluation summary: returned for analysis is the a/p x-ray taken during surgery. The x-ray shows that the taper plug does appear to have disengaged from the stemmed tibial plate. No products were returned for analysis as the implant was left in place and surgery continued. It is unknown what technique was used to seat the taper plug against the tibial stem prior to implantation. During impaction of the tibial baseplate, the taper plug might have detached distally if the taper was not seated properly. Based on the available information, probable cause for the alleged event cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.